Manufacturer narrative:
Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wrap with struts raised. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute rx drug eluting stent was intended to be used to treat a severely calcified and tortuous mid / proximal lcx lesion exhibiting 95% stenosis. There was no damage noted to packaging and no issues when removing the device from the hoop. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. During the procedure, resistance was encountered while advancing the device and excessive force was used. It was reported that it was difficult to cross the lesion because of the calcified vessel and with the anatomy of the lcx creating an angle above 90 degrees. The stent was stuck and failed to cross the lesion. There was stent strut damage noted after the stent was pulled back from outside the patient. No patient injury reported.

Manufacturer narrative:
Image analysis: two still images were provided for analysis. The first image shows the product packaging pouch. There are no abnormalities or damage to the pouch. The second image shows the proximal portion of the device and the packaging hoop. The device is loaded in the hoop. There are no abnormalities or damage visible from the image. If information is provided in the future, a supplemental report will be issued.